Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator has a battery failure error. The customer reported that the unit was in use on patient, but there was no patient harm reported.